Event description:
It was reported, that the device had failed preventive maintenance. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, pm performed. Replaced broken air-in-line assembly, replaced rear case assembly, replaced both iui connectors. The failure code othe was used to track the alaris pump software version as received from the customer. And the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed, the device had a manufacture date of 02mar2016. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was involved in a production failure for occluded patient side. Which does not correlate to the customers reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to failed pm preventive maintenance performed. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA ca-2014-0284, lvp air-in-line; CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.